Event description:
During the supraventricular tachycardia procedure, signal issues with the catheter resulted in a procedural delay. It was noted that there was no signal on ensite or recording systems for the distal electrode of the ablation catheter. All other channels were working appropriately. Cables were reconnected and changed out, the system was rebooted, and capital equipment were swapped out, all with no resolution. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Two images were returned for review. The images appear to show noise on the distal electrode signals. Electrode 2 read as an open circuit during electrical testing. Further investigation revealed that conductor wire 2 was fractured proximal to the weld joint between the wire and the electrode ring, consistent with the detected open circuit, and the reported event. In addition, electrode 1 met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire remains unknown.